Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that, even with customized instrumentation, achieving full extension was more difficult with the knee system, and implantation particularly tibial insert placement during cementation was more challenging than expected. Attempts have been made and no further information has been provided.